Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a bio-medicus next gen cannula the obturator was damaged/deformed. The obturator was described as warped. There was no damage to the packaging. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation: the obturator outer diameter(od) was measured in 3 separate places and the cannula tip inner diameter (ID) was me asured.cannula tip ID was measured to be 0.074 inches, specification cannula tip ID is 0.071 to 0.076 inches. Obturator od was measured to be 0.078, 0.078 and 0.077 inches, specification obturator od is 0.077 +0.002 / -0.001 inches. The obturator was inserted and removed several times with no issues noted. Visual inspection shows the device was received with the obturator inserted into the cannula with the tip protruding from the cannula tip and evidence of deformity inside the cannula. Conclusion: reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.